Event description:
I went to the emergency department with chest pain. They admitted me to the hospital. (B)(6) medical center (B)(6). I had a heart cauterization the next day, they went through my right groin. Before they could get me back to my room, I was screaming in pain at the right groin. They took me straight to radiology to get a CT scan. It showed a large irregular right groin hematoma. They gave pain pills for the extreme pain I was in and kept me hospitalized for an extra night. The doctor who performed the heart cath used a device, cordis mynxgrip vascular closure device, to close the areas of the puncture site. They also called in a vascular surgeon to evaluate and advise me. He told me as large as this hematoma was it would take months for it to get better. At my first office visit with him I told him my total right leg from groin to my toes were numb. He said that should get better as hematoma went down. At home I could barely walk, I could barely sit. I was in terrible pain for weeks and could not even sit on the toilet. (This hematoma looked like a cantaloupe in my upper leg-groin area). It measured between 16-19 centimeters. I followed up with the vascular doctor for one full year because the numbness never got any better even though the hematoma reduced a lot in size. He told me if it didn¿t get better in a year, it would be permanent nerve damage. To this day my leg is still numb from my groin to my toes. The cardiologist gave me a brochure about the device they used at the time of the heart cath. I will attach a copy. I asked them if they reported this injury but could never get a straight answer. I saw the vascular doctor every two weeks for a period and he would do CT scans and check the blood pressure in the leg. Then I went every month until the year was up and he told me that this was most likely nerve damage and it is permanent. My upper leg still has a pouch on the groin and it is permanently discolored and still numb.